Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels of 145mg/dl and 222mg/dl; there was no known impact to the customer's bg level during the first event date. An infusion set change was performed to address the occlusion alarm. A test bolus was delivered without an additional occlusion alarm occurring. During a follow-up, the customer reported an additional occlusion alarm occurred. A system check was performed and the pump performed as intended. The customer was to perform a cartridge change to address the occlusion alarm. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.